Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead warnings triggered on both right ventricular (rv) and right atrial (ra) leads. The rv exhibited high/infinite impedance, high thresholds, non-physiological sensing and noise. The ra lead exhibited high impedance and non-physiological sensing. The leads were reprogrammed off, and remain in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited an undefined impedance and an elevated sensing integrity counter (sic).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that lead warnings triggered on both right ventricular (rv) and right atrial (ra) leads. The rv exhibited high/infinite impedance, high thresholds, non-physiological sensing and noise. The ra lead exhibited high impedance and non-physiological sensing. The leads were reprogrammed off, and remain in the patient. No patient complications have been reported as a result of this event. It was further reported that the right ventricular (rv) lead exhibited an undefined impedance and an elevated sensing integrity counter (sic). It was further reported that the ra and rv leads were suspected to be fractured. It was noted that there may also be a possible header issue with the cardiac resynchronization therapy pacemaker (crt-p). The ra lead , rv lead, and crt-p were programmed off and remain in the patient. It was noted that the patient declined a revision procedure as their lv function is now normal and there is no bradycardia pacing indication.